Event description:
Device has been explanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: seroma-late: unable to observe as it is not related to the device. Lymphadenopathy: unable to observe as it is not related to the device. Pain: unable to observe as it is not related to the device. Cyst-ndr: unable to observe as it is not related to the device. Capsular contracture: unable to observe as it is not related to the device. Additional observations: observed deformation on the device. No further actions are required as the device was implanted. Visual analysis of the photographs identified: pain: unable to observe since it is not related to the device. Cyst-ndr: unable to observe since it is not related to the device. Seroma-late: unable to observe since it is not related to the device. Lymphadenopathy: unable to observe since it is not related to the device. No additional observations were carried out. No further actions are required as no manufacturing issues are observed. Additional, changed, and/or corrected data: d9, h3, h6.

Event description:
Patient reported ¿discomfort in the right breast¿, lymphadenopathy, "great quantity of periprosthetic liquid in the right breast" and "microcysts" diagnosed via ultrasound. Explanting physician later reported "replacement due to late seroma" and capsular contracture baker grade I. Device has been explanted and replaced with non allergan device. This record relates to the right side.

Event description:
Device was found to be intact upon explant.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted.

Manufacturer narrative:
The event of seroma-late is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Reason for reoperation: seroma-late.

Event description:
Patient reported lymphadenopathy and rupture. Healthcare professional later reported and confirmed seroma-late. The device has been explanted. This relates to the right side.

Manufacturer narrative:
Photo analysis: visual analysis of the photographs identified: ¿ pain: unable to observe since it is not related to the device. ¿ cyst-ndr: unable to observe since it is not related to the device. ¿ seroma-late: unable to observe since it is not related to the device. ¿ lymphadenopathy: unable to observe since it is not related to the device. No additional observations were carried out. No further actions are required as no manufacturing issues are observed.

Event description:
Patient reported ¿discomfort in the right breast¿, lymphadenopathy, "great quantity of periprosthetic liquid in the right breast" and "microcysts" diagnosed via ultrasound. Explanting physician later reported "replacement due to late seroma" and capsular contracture baker grade I. Device has been explanted and replaced with non allergan device. This record relates to the right side.

Manufacturer narrative:
The event of lymphadenopathy is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: lymphadenopathy and rupture.

Event description:
Patient reported lymphadenopathy and rupture. The device remains implanted. This relates to the right side.